Event description:
Note: this report pertains to first of two events that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2010-00727 for a description of the other event. It was reported to boston scientific corporation that a jagwire was used on a procedure on (B)(6) 2010. According to the complainant, the physician was preparing to use a jagwire and noted that the coating of the distal end was peeling. He noticed the same issue on a second device as well. Finally, the procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4): device not returned.